Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead had oversensing of noise. The patient is using a blood pressure monitor which may be causing the issue. The patient will be brought in for a follow up.